Event description:
Loaner trays received by facility sps are supposed to be ready to use, without damage, missing instruments, or bioburden. They are then reprocessed prior to use through decontamination and sterilization. The tray that was delivered with bioburden is a tornier perform humeral core tray. Facility sps staff in decontamination reported that dry bone bioburden was present within cannula of bone reamer. A cleaning brush was pushed through and dry bone came out of the instrument. Tray was not used on a patient and vendor was notified.